Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter became dislodged with a damaged and deflated balloon as the user attempted bladder irrigation on the second day of placement. Per additional information: the catheter was inserted into the patient for urine drainage and taped on his upper abdomen by surgical tape during tur-bt. The user attempted to irrigate the bladder since no urine outflowed after tur-bt. Allegedly, the patient complaint of abdominal fullness and pain as no urine outflow was observed. Reportedly, the doctor stated that as he/she touched the catheter, it became dislodged on it's own. It was not confirmed at the facility side if there was remaining in the patient's body, the catheter was replaced.

Event description:
It was reported that the catheter became dislodged with a damaged and deflated balloon as the user attempted bladder irrigation on the second day of placement. Per additional information: the catheter was inserted into the patient for urine drainage and taped on his upper abdomen by surgical tape during tur-bt. The user attempted to irrigate the bladder since no urine outflowed after tur-bt. Allegedly, the patient complaint of abdominal fullness and pain as no urine outflow was observed. Reportedly, the doctor stated that as he/she touched the catheter, it became dislodged on it's own. It was not confirmed at the facility side if there was remaining in the patient's body, the catheter was replaced.

Manufacturer narrative:
The reported event was unconfirmed. Received sample with sac that was burst for evaluation. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for flow rate testing and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution state : [(6)since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8)avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill."